Manufacturer narrative:
(B)(4). UDI#: (B)(4).

Event description:
It was reported " intra-aortic balloon catheter extracorporeal filling of the balloon with a raised bulb at the distal end of the balloon." To continue therapy, another catheter was inserted in the same insertion site. No injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). UDI#:(B)(4). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Upon return, the one-way valve was tethered to the short driveline tubing. The iabc bladder was fully unwrapped. Damage consistent with being enlarged due to over inflation was noted near the proximal end of the balloon. No blood was noted on the exterior surfaces of the returned sample. The bladder thickness was measured at six points, where the bladder was not enlarged, with measurements ranging from 0.0058in-0.0062in and was within specification. The bladder thickness was measured at several points, where the bladder was noted enlarged, with measurements ranging from 0.0024in-0.0048in and was not within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested and no leaks were detected. During the leak test, the proximal end of bladder was noted enlarged. The bladder was inflated with 50cc of air using a lab inventory syringe. The diameter of the of the enlarged area was noted to be approximately 3.3cm when inflated with 50cc. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted. The guidewire was able to advance through the central lumen. No blood was noted. The guidewire was front loaded through the iabc luer. No resistance was noted. The guidewire was able to advance through the central lumen. No blood was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "filling of the balloon with a raised bulb" is confirmed. Upon return, the proximal end of the iab balloon was noted damaged and was consistent with being enlarged. When inflated, the proximal end of the balloon became enlarged which is consistent with the reported complaint. The iabc bladder was fully intact and no leaks were detected. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the enlarged bladder. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported " intra-aortic balloon catheter extracorporeal filling of the balloon with a raised bulb at the distal end of the balloon." To continue therapy, another catheter was inserted in the same insertion site. No injury or consequence reported. The patient's current condition is reported as "fine".